Event description:
It was reported that the patient developed bacteremia with vegetation on the ventricular lead. The implantable cardiac defibrillator (ICD) and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: lead, (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.